Manufacturer narrative:
Medical devices: model 3799, scs ipg; implant date unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-05573. It was reported ((B)(6)) the patient experienced lack of effective therapy. Subsequently the scs system was explanted.